Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The investigation found corrosion on the pcb and mechanism spring which resulted in low batteries and data loss. Due to the data loss the reported hazard alarm could not be confirmed. The investigation found a tear in the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the internal corrosion, data loss and reported unsure delivering insulin. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s928usqs4cyl1. Hardware: sm-s928u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a hazard alarm during operation and the patient not being sure if the pod was delivering insulin.